Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70mmm in diameter abdominal aortic aneurysm. The proximal neck was 30-32 mm in diameter and 12 mm in length. The right was mildly tortuous and measured 19-15mm in diameter. The right femoral artery measured 11mm in diameter. It was reported that on a follow up xray scan at six years and one month post implant, the right limb of the bifurcate had migrated proximally. The current maximum aneurysm diameter measures 76mm with no evidence of an endoleak. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received as follows: the ultrasound at two years and three months post implant revealed that the aneurysm has decreased from 70 mm in diameter to 47 mm in diameter. Approximately 10 months later the ultrasound revealed the aneurysm has increased in diameter to 53 mm. Approximately one year and four months later the ultrasound revealed the aneurysm has increased in diameter to 53 mm. Approximately one year and eight months later there was a correction to aneurysm size from 76 mm in diameter to 82 mm in diameter. Additionally it was reported that the endurant bifurcated stent graft ipsilateral limb that had migration proximally resulted in a distal type I endoleak. The patient also had a sigmoid diverticulosis with global vascular wall thickening. The physician elected to implant endurant iliac limbs bilaterally, with the 16x28x199 endurant stent graft was implanted on the right resolving the migration and distal type I endoleak. There was also a 20x20x82 endurant stent graft implanted prophetically on the contralateral side. The physician indicated that the event is related to the device and not related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received. It was reported the type ib endoleak has resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the aortic aneurysm rupture was probably secondary to the type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. It was reported the patient experienced an aortic rupture with a type ib (distal end) endoleak three years and four months post the secondary procedure. It was reported that the patient required hospitalization and intervention. This ib endoleak is reported to be not resolved. The site has assessed this event as related to the device and not related to he procedure. The sponsor assessed this event as related to the device and not related to the procedure. It was reported that the migration that had previously occurred, the stent graft migrated 40mm. D:11 other relevant devices are: (B)(4), s/n: (B)(4) use by date: 2012-02-01; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported right limb migration and aneurysm enlargement cannot be conclusively determined. Films at implant and earlier post-implant films were not returned for review and comparison. The stent graft location at implant is unknown. The reported migration cannot be confirmed. However, the images returned did show that the right/ipsilateral limb of the bifurcate is currently floating within the aneurysm sac. Contrast was seen feeding the aneurysm sac from a possible distal type I endoleak. The images returned showed that the right common iliac artery is currently conical in shape and short in length, and there is currently minimal distal seal length on the left side. The distal aorta/common iliac arteries may have dilated since implant due to disease progression, which may have contributed to the events.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.